Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not accept the cartridge. Customer's blood glucose was approximately 200 mg/dl. Reportedly, customer was able to load a new cartridge and resume insulin delivery.